Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6)2022. Review of transmissions revealed that the pacemaker was in backup vvi mode. The pacemaker was reprogrammed to original settings. The patient was in stable condition.